Event description:
On 19th july, 2023 getinge became aware of an issue related to the washer disinfectors with the model name 8668. As it was stated customer removed the lower panel below the door after an error code appeared. While removing the stainless steel panel the customer cut himself and required medical attention. The injury was classified as serious as two stitches were needed on the cut hand.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. H3 other text : device not returned to the manufacturer.

Manufacturer narrative:
On 19th july, 2023 getinge service was called by the customer for unit failed for error code a01 mcb trip on the washer disinfectors model name 8668. The technician inspected the device and discovered that the error code a01 mcb trip was caused by malfunctioned circulation pump. As it was stated in the incident description the customer removed the lower panel below the door after unit had error code. While removing panel, customer cut himself on stainless steel panel and required medical attention which resulted in applying two stitches on the cut hand. Based on the information provided by the getinge technician there was no apparent reason why the customer thought they should try to remove the panel - there are no user serviceable parts or components for customer to access. Getinge technician was unsure but thought that the customer was not wearing any protective gear. We believe that the cut injury would have been avoided if the safety instructions were followed for the machine stated in section 2.3 in the "service manual outtake" where it tells the operator to wear protective gloves. Since the customer wasn´t a trained technician and by that logic could not have known how to follow service manual instructions, the person in question should have resorted to the "user manual 86 outtake", where it states: "installation and service work must be performed only by trained personnel." We categorize that incident as a result of user error. It was established that the getinge product was directly involved with the reported event. When the incident occurred, the product was directly involved. The device did not meet its specification. The device was not being used for treatment or diagnosis of the patient. Trend review of customer product complaints with the same issue involved on this type of devices reported within the last 5 years was performed but did not provide any signals that triggered further scrutiny. We believe that devices in the market are performing correctly overall. Given the circumstances and the fact that there is no apparent trend in complaints of this nature, we shall continue to monitor for any further events of this nature.

Event description:
Manufacturer's reference number: (B)(4).